Event description:
It was confirmed that high impedance was detected on the patient's device. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient's lead and generator were replaced due to high impedance. The surgeon did not try pin reinsertion or examining the lead at surgery. Product return is not expected per historical hospital policy. No further investigation has been received to date.

Event description:
It was reported that the patient's lead and generator were replaced due to high impedance. The surgeon did not try pin reinsertion or examining the lead at surgery. Product return is not expected per historical hospital policy. No further investigation has been received to date.

Event description:
It was reported through clinic notes that the patient's vns current was non-functioning. X-rays were taken and it was confirmed that the lead remain attached to battery. The notes indicated that the most likely concern was a problem with the leads. It was later noted that the patient's generator was showing "lead impedance." Likely indicating that high impedance was seen. The generator was implanted <1 year. No known surgical intervention has occurred to date. No further relevant information has been received to date.